Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing discomfort at their ipg site due to the ipg no longer being stationary in the pocket. As a result, the patient plans to undergo surgical intervention on a later date.

Event description:
Follow-up revealed the patient has decided to not move forward with surgical intervention at this time.